Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had been reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient, despite numerous attempts, to obtain additional information. The patient stated that the alleged inaccuracy occurred at 11pm on (B)(6) 2015. At this time the patient alleged to have obtained a blood glucose reading of "548mg/dl" with the subject meter and "415mg/dl" on a onetouch ultramini meter within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged inaccuracy. 3 hours after the alleged issue occurred, the patient developed "hypoglycemia", however did not mention any specific symptoms which they experienced. As a result of this the patient went to the emergency room (e.r) at 10:30pm on (B)(6) 2015. They received IV glucose by means of treatment from a healthcare professional (hcp) at this time. The patient's blood glucose was measured at 1:30am on (B)(6) 2015 on an unspecified e.r meter with a result of "134mg/dl" being obtained. At the time of troubleshooting the cca confirmed the unit of measure was set correctly on the subject meter and the samples were taken from an approved sample site. The patient's products were requested for evaluation. Although the blood glucose comparison being made did not exceed lfs' criteria for accuracy, this complaint is being reported because the patient may have experienced symptoms which are suggestive of serious injury after the alleged product issue occurred. In addition, the patient received hcp treatment as a result of these symptoms.

Manufacturer narrative:
Additional information obtained on (B)(6) 2015 when patient called back to answer additional questions from (B)(4): the patient stated that the specific symptoms which they developed were "sweating, shaking, no concentration and loss of consciousness". The patient's wife gave the patient a glucagon injection and the ems (emergency medical services) were called. The ems measured the patient's blood glucose with a result of "36mg/dl" being obtained. As a result of this the patient was taken to e.r and given the IV glucose at 10:30pm on (B)(6) 2015. The patient was released after "4 hours".